Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programmed with a 2.0 unit basal rate and was monitored for three days. Several boluses were also delivered. The pump delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The pump was programmed with a test mini link and the glucose sensor simulator. The low suspend alarm and meter bg now alarm feature worked properly. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced multiple hypoglycemic incidents, and that her blood glucose dropped to 37 mg/dl the other day. The patient treated with a coke and suspended her insulin pump. The patient noted that she believes insulin continues to drip after suspending her insulin pump; whenever she puts the infusion set on tissue she notices a drop of moisture. The customer stated that the insulin pump may have been delivering insulin when it should not. Troubleshooting was declined. The insulin pump was returned and replaced.